Event description:
A 71 year-old female patient with a past medical history for type 2 diabetes mellitus and who was actively receiving chemotherapy presented with chest pain. She was found to have an st-elevation myocardial infarction with an occluded left anterior descending coronary artery. The chronic total occlusion was evacuated, and the patient was transferred to the intensive care unit. Following the procedure, the patient developed cardiogenic shock, and decision was made to place an impella cp for support. The device was successfully implanted, and the patient was returned to the intensive care unit for continued management. The patient had been on a systemic heparin infusion prior to impella placement. She received an additional seven thousand units of heparin before device implantation, and the most recent activated clotting time measured prior to implantation was >200 seconds. Upon arrival to the intensive care unit after device placement, the gauze at the access site was noted to be saturated with blood. The dressing was removed and attempts were made to achieve proper angulation of the access site. The suture sites were observed to be oozing. Manual pressure was applied but did not achieve hemostasis, and a pressure dressing was placed. A partial thromboplastin time was sent to the laboratory and returned at greater than two hundred seconds indicating critical prolongation of blood clotting time. No device malfunction was reported, and all device-related decisions were based on the patient¿s clinical condition and response to therapy.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Additional information has been provided in b5. Corrected information has been provided in b2(is required intervention). Upon review, it was identified that the information was inadvertently not submitted in the initial report.

Event description:
Additional information indicates "manual pressure was held and the access site was redressed. "